Event description:
It was reported that a pt sustained scarring in two spots on the face following ipl treatment for brown spots with a lumenis one laser. It was further reported the pt was treated with bacitracin.

Manufacturer narrative:
An examination of the subject device by a lumenis technical expert concluded that no related device malfunction occurred. No malfunction was reported by the user facility. An eval of the reported event details and reported treatment settings by a lumenis medical subject matter expert concluded the probable root cause was inappropriate treatment settings employed by the device operator for the condition being treated in contradiction to training and dfu.